Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the tracheostomy tube had a cuff leak. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
No injury was reported by the customer. One sample of single-cannula tracheostomy tube part number 8sct was received for evaluation. The reported issue was confirmed. An inflation/deflation test was performed. Air was applied to the cuff and it was observed after seconds the cuff deflated. A visual inspection was performed and it was observed the cuff presents a small tear. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that a tube had a cuff leak. It was reported that there was no patient injury.